Event description:
It was reported that t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter, left pump connected to working outlet for at least 30 minutes using original charging supplies, and pump began charging without leading to shutdown or loss of power, so no further assistance was required.